Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had inaccurate blood glucose levels. The blood glucose at the time of the incident was 300 mg/dl. The customer went to the emergency room for low blood pressure. The customer also had a skin infection and went to the hospital to get it examined. Hospitalization for low blood pressure was on (B)(6) 2013. On (B)(6), site started getting, sore, swollen and had rash. (B)(6) went to the doctor to get examined and on (B)(6) went to get the site drained and was given antibiotics. Current blood glucose was 148 mg/dl. Troubleshooting was performed and customer had been changing the infusion set on a daily basis and switched to a new insulin vial. The device will not be returned for analysis.